Event description:
The customer reported that the device is intermittently powering down. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device is intermittently powering down. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed that the processor pca and power pca needed to be replaced to resolve the complaint. The field service engineer replaced the processor pca and power pca to resolve the issue. All performance assurance tests passed and the device was put back into service.